Event description:
On 2024-sep-01: information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a pain stimulation implantable pulse generator (ipg) displayed a "settings not available (59) oor" message. This message appeared regardless of whether the implant was charged. The issue was noted after the device was reprogrammed. The agent informed the caller that the message is typically expected when the implant charge is low, but the caller insisted the message appeared even when charged. The caller had previously discussed the issue with a representative, who indicated it was not significant and required no action. The agent redirected the caller to a healthcare professional for further assistance. On 2025-feb-28: additional information was received from the patient who reported the cause of the "settings not available" message was due to an "impedment" with one of their leads. Patient reported they had an adjustment with programming with resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.